Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. Therefore, the reported condition of leaking could not be confirmed. Should the sample and/or additional information be received, a follow-up report will be submitted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
It was reported to baxter (B)(4) that one ce intermate lv100 device was observed leaking. The device contained 240ml of 0.9% sodium chloride. The solution was in the overpouch. The customer could not determine the source of the leak. The problem did not occur immediately after fill. The fill port cap and the winged luer cap were secured after filling. There was no report of patient injury or medical intervention. No additional information is available.